Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6)2018. The patient¿s weight was reported. Additional medical hi story included spastic quadriplegic cerebral palsy with good response to an intrathecal baclofen trial in 2011. On (B)(6)2011, the patient started treatment with baclofen intrathecally. Concomitant drugs were reported to be hydroxylchloroquine, loratadine, miralax (polyethylene glycol 3350), and oxcarbazepine. In response to the patient "not getting effective therapy", the intrathecal baclofen was titrated to normal saline in the pump while the patient continued to receive oral baclofen. The previously reported catheter fracture was seen on a computerized tomography (CT) scan performed on (B)(6)2017. On (B)(6)2018, the patient was hospitalized for a post-operative pump and catheter replacement. The patient experienced prolonged hospitalization. On (B)(6)2018, the patient was discharged, post-recovery from pump replacement. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID; 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(4) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown concentration and dose. The reason for use was intractable spasticity. It was reported that an MRI (magnetic resonance imaging) was performed and it appears that the catheter is not in the intrathecal space. Catheter migration was confirmed via imaging (MRI, CT scan). The rep stated that the drug has likely been going subcutaneously. Shortly after the pump replacement last year (2017), the patient was not getting effective therapy. The plan for today ((B)(6) 2018) was to ligate the existing 8709 catheter and then perform a laminectomy to place a new ascenda catheter. Programming steps were discussed since there is still likely old drug in the catheter from a bridge bolus that was performed last week. The rep stated 11 hours remaining on the bridge and they do not have access to the bridge bolus programming. It was reviewed how to cancel the bridge. Then they could do a back table prime once the old catheter is detached. The doctor does not have concern with 0.3 ml of drug going subcutaneous. The rep then will wait to complete and once they hook up the new ascenda catheter they will be able to do a second prime of the catheter volume only. Ligation guidance was sent per request. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the cause of the catheter migration was not determined and the catheter was fractured; however, it was unclear how or when. The catheter was replaced on 2018 (B)(6) and the issue was resolved. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-apr-25. It was reported that there was a catheter fracture, and the cause was unclear. It was reported that the current status of the affected pump and catheter were ¿functioning.¿ there were no further complications reported/anticipated.